Event description:
A product liability claim was raised. It was reported that the patient received a durom acetabular cup on his right hip on (B)(6) 2007. The device is still implanted.

Manufacturer narrative:
The device is still implanted in the patient and manufacturer did not receive x-rays or other device source documents to be reviewed. Where lot numbers were received, the device history records were reviewed and found to be conforming. Since no specific clinical event was reported and only the date of the original implantation was reported this case suggest that it is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation, an amended medical device report will be filed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).